Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and raised blisters. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The patient has no known allergies. The patient has been using an antibiotic cream. The doctor confirmed the patient has a sinus infection and suggested the patient rest and not do anything with the lifevest equipment. Follow up indicated the irritation improved.